Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom fluid intrusion was confirmed. The fluid intrusion caused corrosion on the wireless module flex and radio printed circuit board. It caused the components to fail, the unit could not be repaired.

Event description:
It was reported that a pump had fluid intrusion. Any patient involvement, injury or medical intervention is unknown.